Event description:
The pt's posterior capsule broke while inserting the lens. A vitrectomy was subsequently performed.

Manufacturer narrative:
Pt is a federal prisoner and the user facility was given little personal info concerning the pt. A medwatch rpt was not received by the MFR. Therefore, section "f" has been filled out by the MFR. Actual device evaluated, visual examination. Lens was returned without the insertion instrument. Only the lens could be evaluated. The lens was split from the edge into the haptic area.